Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. The patient was treated with an unspecified intraperitoneal antibiotic during dwell time (dose and frequency not reported) for the event. The patient had not recovered from the event. At the time of report, the patient was still hospitalized. On an unreported date, dianeal therapy was discontinued and the patient was switched to hemodialysis. Pd catheter was scheduled to be removed. No additional information is available.